Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the opticross catheter broke inside the patient. The physician was able to completely remove the catheter, and another of the same device was then used to complete the procedure. There were no patient complications.